Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the ventricular assist device (vad) coordinator that the patient was on extracorporeal membrane oxygenation (ECMO) upon hospital admission and prior to vad implant on (B)(6) 2017. The patient had a liver biopsy performed on (B)(6) 2017 and developed a pleural effusion. The patient was taken back to the operating room (or) on (B)(6) 2017 to have the effusion drained. Clots were removed while the patient was in the or, but the patient continued to bleed overnight. On the morning of (B)(6) 2017, the patient continued to bleed, also around their airway, causing an obstruction. It was noted that the patient had 2 hours of extremely poor perfusion with low oxygen saturation/low mean arterial pressures (map). The patient received plasma and a blood transfusion. The site discussed with the patient's family about placing the patient back on ECMO, but the family decided against it. Care was withdrawn on (B)(6) 2017, and the patient expired shortly after. The patient's family declined an autopsy. Therefore, the pump remains implanted and will not be sent back. Peripherals were disposed of by the site. The clinical team relates the death to multi-system organ failure and states that it is not related to the pump. No additional information was provided.